Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the photographic evidence of a broken (B)(4) swivelock anchor, batch 15448295. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to mechanical overstress of the driver during anchor insertion, such as misalignment, improper trajectory, or the application of excessive torque while attempting to deploy the swivelock anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, a sales representative reported via email that the end of the driver from an ar-9929bc-cp 3.9 mm biocomposite achilles pars/amss cc twisted and broke off inside the patient, with the screw still attached. The case was completed, and the broken piece was retrieved from the patient. This was discovered during a pars procedure on (B)(6) 2025. Additional information received on 9/3/2025: the issue occurred toward the end of the case during the first attempt at inserting a swivelock anchor. The implant failed to deploy. All detached fragments were accounted for and retrieved from the patient. To complete the procedure, a second kit was opened, and the ar-9929bc-cp swivelock was used. The surgery was delayed by approximately 5¿10 minutes, but no additional anesthesia was administered.